Event description:
Same case as manufacturer's report# 6000089-2007-01084. It was reported that during an innominate artery stenting treatment procedure, pt complications occurred. The physician had placed another manufacturer's embolic protection device distal to the lesion in the innominate artery. However, he was unable to maneuver the stent up to the lesion site, nor could he remove the embolic protection device. He subsequently used a 7x2x135 cm sterling balloon to successfully dilate the lesion, then he removed the embolic protection device. He checked the embolic protection device for emboli and saw none. The physician then successfully deployed the 7.0x30x135 cm express ld stent without an embolic protection device in place, and removed the delivery system. He performed a "10 for 20 power contrast run, and everything looked good." The physician called for another manufacturer's closure device to finish the procedure. At that time, the nurse informed the physician that the pt was unresponsive. A response team was called in and the pt was sedated, intubated, and transferred to the intensive care unit. The physician did not use the closure device, but left the sheath in place for potential thrombolytic therapy. At the time of this report the pt remained hospitalized. Add'l info has been requested regarding this event.

Manufacturer narrative:
The device has not been received for analysis as of the date of this report. If any add'l relevant info is received, a supplemental MDR will be submitted.